Manufacturer narrative:
(B)(4). Per the device instructions for use (IFU) pericardial effusion/cardiac tamponade are potential adverse events associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav) and tavr procedures. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, per report, patient factors (large piece of calcium near the rcc) in combination with an oversized balloon (nominal inflation volume is 22ml) may have caused or contributed to the pericardial effusion noticed post deployment of the xt valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two reports being submitted for this case. Please reference manufacturer report number 2015691-2015-00707.

Event description:
Post deployment of a 26mm sapien xt valve, a pericardial effusion was noted and drained during the tavr procedure. During the procedure, a bav was not performed. Per the physician¿s request, the 26mm nf+ delivery system was prepped with extra volume (1.5 cc added to balloon) for a total volume of 23.5 cc. During inflation, the nf+ balloon ruptured. The xt valve was deployed 50:50 aortic/ventricular with mild paravalvular leak (pvl) and no central leak. It was determined that the valve did not need to be post-dilated. Post deployment, the echo revealed a pericardial effusion which was drained. The delivery system was completely removed from the patient without difficulties. The patient was transferred to ICU in stable condition. It was not possible to identify the bleeding source. The exact cause of the pe is unknown; however, the team thought that the event may have been related to a large boulder of calcium near the right coronary ostia being pushed during balloon inflation.